Event description:
It was reported that the stent was broken into two pieces along the shaft. The broken stent was removed from the patient. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0401 captures the reportable event of stent shaft break. Impact code f23 captures the reportable event of unexpected medical intervention. Block e1: health care facility name: (B)(6) hospital. Health care facility address: (B)(6).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0401 captures the reportable event of stent shaft break. Impact code f23 captures the reportable event of unexpected medical intervention. Block e1: health care facility name: (B)(6) hospital. Health care facility address: (B)(6) canada.

Event description:
It was reported that the stent was broken into two pieces along the shaft. The broken stent was removed from the patient. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.